Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tip from the IV pump tubing broke off inside the clave. Additional information requested, but was unavailable.

Event description:
It was reported that the tip from the IV pump tubing broke off inside the clave needleless connector. Additional information requested, but was unavailable.

Manufacturer narrative:
Additional information d.11. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.